Manufacturer narrative:
A customer from the united states reported observation of an elevated advia centaur total hcg (thcg) result which was discordant relative to repeat testing. Quality control (qc) results were within expected ranges at the time of the discordant observation. The interpretation of results section of the advia centaur thcg instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens is investigating.

Event description:
The customer reports observation of an elevated advia centaur total hcg (thcg) result which was discordant relative to repeat testing when using thcg lot 357. An elevated advia centaur cp thcg result was obtained for a 45-year-old female patient; this result was not reported to the physician. The test was repeated twice, and both repeat tests produced consistent lower results, which were accepted as correct. There are no allegations of patient harm or other adverse consequences in association with the observed discordance.

Manufacturer narrative:
A united states customer reported observation of an elevated advia centaur total hcg (thcg) result which was discordant relative to repeat testing. Siemens has concluded investigation, 08-oct-2024. Assay calibration and quality control (qc) results were within expected ranges at the time of the discordant measurement. It was noted that service had been performed on the associated instrument in the days just before the discordant observation. Siemens service was again dispatched to the site, but no additional work was done to the system. The customer adopted duplicate testing for thcg, to ensure no additional anomalous results were observed. Thcg performance was monitored, and no additional concerns were identified. A specific cause for the discordant result was not identified. The customer is operational, and the issue was resolved with standard service actions. Note: in section h6, the codes for investigation findings and investigation conclusions have been updated.